Event description:
It was reported that cartridge alarm 20 occurred and did not happen during cartridge loading, and caller had not previously experienced similar cartridge alarms with this pump. There was no adverse impact to the customer's blood glucose level. Customer, with support from technical support, loaded new cartridge using proper technique and was able to successfully resume insulin therapy, and no additional information was received regarding further issues.